Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient stated that last night his blood glucose measured "hi" (over 600 mg/dl) on his blood glucose monitor. He stated that at 8am, in 2007, his blood glucose measured 479 mg/dl and he gave himself a 10 unit injection of insulin. He then ate 17 carbs for breakfast and bolused 7 units. At 9:45am, his blood glucose measured "hi" and he gave himself a 30 unit injection of insulin. At 10:37am, his blood glucose still measured "hi". At 12:30, while on the phone with a company representative, his blood glucose still measured "hi". The patient stated he had muscle cramps, headache, and blurred vision due to the elevated blood glucose. The patient stated that he believes he is dehydrated. The patient was instructed to disconnect from his infusion device and to bolus. Insulin did drip from the end of the infusion tubing. The patient was advised to contact his physician. Attempts to contact the patient for follow up were unsuccessful. No product will be returned for evaluation.